Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient felt that they were having withdrawal symptoms of rashes, itching, and stiffness returning. The patient believed that there were no medications in the pump, but they were not sure. The patient went for a refill, and they decided that, since the pump was so old, to let the pump run out on its own (with the alarm off) and schedule for a new pump; they did not give the patient an eri (elective replacement indicator) date. The patient was on a very low dose, and they had to dilute the baclofen because it was too strong for him. The patient was also on oral baclofen, but ¿did not like to take it, as the pump was so much better.¿ the patient felt that they were due for a new pump, and wanted it replaced. The reporter was redirected to the patient's healthcare provider (hcp). The pump was being used to deliver baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.